Manufacturer narrative:
(B)(4). Approximate age of device - 8 days. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's entire aortic arch required repair. The patient underwent surgery where the right coronary artery was dissected which led for the need of emergency rvad support. The patient was in the intensive care but never fully recovered. The patient's family decided to withdraw care. The patient expired due to multi-system organ failure on (B)(6) 2016. The lvad was not explanted.